Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was received for investigation. Sections d9 and h3 were updated. A visual examination was performed and the display screen was cracked in a large, star shape emanating from a single point on the lower portion of the display. There were also black spots coinciding with the cracks. When the meter was turned on, nothing is displayed on the screen. This type of crack is caused by physical impact to the display and is due to customer mishandling. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter stated the results field is not clearly readable on their accu-chek inform ii meter. The device's display has black lines and spots. No actual misinterpretation of a result occurred.